Event description:
It was reported that an IV set was loaded into the pump upside down. The customer stated that this occurred in (B)(6) 2012.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will e submitted. At this time, the date of event is unknown.